Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The qc was acceptable. The electrode was last replaced on (B)(6) 2026. The field service engineer checked the instrument and replaced the sipper probe. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 2 patients' samples tested on a cobas pro ion-selective electrode (ise) analytical unit. Patient 1: initial result: 112.9 mmol/l (tested on ise2). Repeat result: 118.4 mmol/l (tested on ise3). Patient 2: initial result: 131.7 mmol/l (tested on ise2). Repeat result: 137.2 mmol/l (tested on ise3). Reportedly, the results obtained on ise2 were deemed to be correct.

Manufacturer narrative:
The customer confirmed that the following results were reported outside the laboratory: patient 1: repeat result: 118.4 mmol/l (tested on ise3). Patient 2: initial result: 131.7 mmol/l (tested on ise2). The investigation is ongoing.

Manufacturer narrative:
The service actions (replacing the sipper nozzle) performed by the field service engineer resolved the issue. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue (contaminated sipper nozzle due to bad sample quality) at the customer site. Preanalytics are within the customer's responsibility.